Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of necrosis and complication of procedure/surgery are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: right skin poor skin circulation and two degree radiation. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time.

Event description:
Healthcare professional reported right skin poor skin circulation and two degree radiation. Patient had skin excision with smaller implant placed. The device has been explanted.